Event description:
It was reported by repair work order that there was a reduction in brake force due to all four caster stems being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.